Manufacturer narrative:
It was found by the technician that the customer stated that service is not required. (B)(4).

Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp fiber-optical module was not functioning. No patient was involved.